Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station rebooted while medication was being removed. The customer reported that this occurred twice within the first hour of use that day. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) reviewed logs and reported a possible power or battery issue. The field service engineer (fse) tested the battery and power system and found no faults. It was determined that the log entries indicating power issues were likely caused by users manually powering off the system during a windows boot loop event. No hardware issues were identified. The system functioned as intended.